Event description:
On 06/18/2007, the facility reported a pump that over infused dopamine as a result of user error. This problem was identified during patient use. The risk manager had stated that there was only a slight increase in blood pressure following the infusion. There was no patient injury or medical intervention necessary per the medical representative. The pump was infusing on one channel. Vital signs were stable prior to the event. The risk manager stated that the nurse did not convert the weight of the patient accurately. Reportedly, the patient's weight was 135 pounds. The nurse had entered the patient's weight as 135 kilograms rather than 68.8 kilograms. This user error resulted in an over infusion of dopamine. The patient was supposed to receive 38.6 ml/hour; the patient actually received 75 ml/hour of dopamine. The concentration of dopamine was 400 mg in 200cc of fluid. The risk manager had stated that there was only a slight increase in blood pressure following the infusion. The following additional information was received on 07/23/2007 from the risk manager and co became aware that the incident is to be classified as reportable and as an adverse event: reportedly, the patient was in the emergency room, and at 0656, the patient's blood pressure (bp) was 86/44. The bp at 0720 was 92/44 and then pain medication was given. The patient's bp dropped, shortly after the pain medication was given, to 65/33 a fluid bolus was given. At 0745, the bp dropped to 56/36 and heart rate = 100. At 0800 the bp= 71/47 with hr=98. At 1100 the bp=78/31, heart rate = 118. The patient was transferred to the ccu at 1300 when a bed was available. It was when the patient was transferred to the ccu that it was noted that the incorrect weight was entered into the pump. The risk manager did not have any other readings for heart rate or blood pressure once the patient was transferred to the ccu. She only had the emergency room report. On 08/07/2007, the risk manager, at the facility called in response to request for additional information. The pump is not available for evaluation since it was put back into service since the facility was aware that the nurse had misprogrammed 135 kg instead of 135 lbs. According to the risk manager, the patient was admitted to the emergency room in 2007 for a low hemoglobin of 3 and was admitted for a gastrointestinal bleed. The patient expired on the following day at 3 pm, in the ICU. The patient had experienced paroxysmal supraventricular tachycardia (psvt) at 2:30 pm and then expired at 3 pm. Reportedly, the incident with the pump was not attributed to the patient's death. The patient was a do not resuscitate (dnr). The misprogramming of the pump occurred on the day before when the nurse had misprogrammed the pump by entering 135 kg rather than 135 lbs. The patient had been transferred to the ICU at 12:30 pm for his gastrointestinal bleed and it was noted that the misprogramming occurred. The patient was receiving dopamine 75.9 ml, which was changed to 38.0 ml/hr when the nurse was aware of the misprogramming. Vital signs at 12:30 pm=97.7, 106, 21, and 88/35. At 12:45 pm: bp 92/33. At 1:00 pm=104, 19, 109/87. At 1:15 pm=96/28, at 1:45 pm: bp=76/27. At 2:30 pm: patient was in psvt 156, 79/33 for 30 minutes and he expired at 3 pm. There was no listed cause of death in the patient's chart. No autopsy was performed. The patient's death reportedly was "not unexpected."